Manufacturer narrative:
The product inquiry (pi) that was raised, involved 4 different devices ¿ 2 screws and 2 washers ¿ with different identified failure modes. However, all 4 devices were returned for investigation in the same bag, and since the catalog and lot no`s were not communicated from the beginning, we were unable to identify which washer corresponds to which complaint. Therefore, for the reported incident that ¿the screw went through the washer and into the medullary canal (s-41 / poor fixation)¿, both washers were examined in combination with the involved screw. The reported incident that the ¿cannulated screw asnis iii ø5.0x44mm tl15mm¿ went through the ¿washer for screws: ø5.0mm¿ and was alleged of issue s-41 (poor fixation) could not be confirmed, since all the involved devices were returned for evaluation, but function according to the specifications. Therefore the identified event for this incident is s-180 (non-issue). A visual inspection of the cannulated screw and the 2 washers showed several scratches around their surface, but no other significant issues. A functional inspection verified that the screw cannot go through the washers, as reported. A dimensional inspection of all three devices proved that they are manufactured according to the specifications, which means that the holes of the washers have the appropriate diameter ¿ are small enough ¿ and therefore the head of the screw does not fit to go through. Consequently the poor fixation failure mode cannot be confirmed. Though, the washer has many scratches on its entire surface which is likely to have happened, due to a mishandling of the device. Most likely, while being used, the washer came in contact with the cannulated screw and the bone, and this led to all these scratches. Careful handle of the device is recommended in the IFU in order to avoid these situations. As stated, ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments¿. Furthermore, please keep in mind what the IFU clearly states, ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ likewise, ¿an instrument should only be used for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ based on the identified mishandling of the washer, the potential root cause would be attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
When the surgeon went to put a screw in the fifth metatarsal, the screw went through the washer and into the medullary canal. No adverse consequence to the patient. The event was resolved by using a bigger screw. Sales rep clarified that an additional screw and washer were also used during case. They were removed during the procedure because screw was not long enough, not for a mechanical issue.